Manufacturer narrative:
Patient date of birth/age is unknown. Product investigation summary: one (1) trocar with handle (part 03.120.015 / lot 3763887) was received. Please note: the instrument was not returned with the mating component (locking/neutral guide ¿ 03.120.014). Upon visual inspection, the device is in good condition and has no observable damage on them. A function test was performed with known good part ¿locking/neutral guide, self-retaining, large¿ and it functioned as designed - the devices clicked together and stayed securely connected together. The complaint condition could not be replicated and the cause of the complaint condition could not be determined. The trocar with handle is an instrument in the 4.5mm va-lcp condylar plate system, which is indicated for buttressing multifragmentary distal femur fractures including: supra-condylar, intra-articular and extra-articular condylar fractures, periprosthetic fractures, fractures in normal or osteopenic bone, non-unions, and mal-unions. A visual inspection, functional test, device history record review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 31, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery the trocar handle from a 4.5 variable angle locking compression plate (va lcp) condylar set would not lock into the outside sleeve therefore, when the surgeon attempted to place the trocar handle into the aiming arm it was too loose. There was no surgical delay. The procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date returned to manufacturer, subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.